Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose level was not impacted. The customer found that the vent was blocked. After clearing the vent, the alarm was cleared and insulin delivery was resumed.